Event description:
Customer reported insulin 100 units/100 ml was programmed to infuse at 4 ml/hour, but the entire 100 ml infused in 30 to 45 minutes. Two pump modules were in use at the time of the reported over infusion. The pump module was infusing the maintenance fluid, normal saline. The second pump module was infusing insulin. The insulin administration set was installed into the pump module. Programmed to infuse at 4 ml/hour and was connected to the maintenance fluid administration set below the maintenance fluid pump module. The pt required add'l glucose monitoring and 50% dextrose. The pt recovered and no adverse sequela reported. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of an over infusion of insulin could not be confirmed. The customer stated that no event logs or devices will be returned for this investigation. The devices were evaluated by the customer's clinical engineering dept, no issues were identified and the devices were placed back into service.